Event description:
It was reported that the p-waves that were measured on the right atrial (ra) lead were smaller. The lead remains in use. No patient complications have been reported as a result of this event.